Event description:
It was reported that a clearlink system continu-flo solution set leaked from the connection between the male adapter/distal end of the tubing where it was connected to a non-baxter product. The event occurred during cytoxan infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h6 and h11. H11: the device was received for evaluation. During visual inspection a separation was observed between the tubing and the third y-site clearlink in the upstream part. Lack of uniformed application of solvent was noted on the tubing. The reported condition was verified. The cause of the event was due to lack of solvent during the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.